Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2014 with the following findings: the pump powered on with vibratory and audible sounds. The display screen was blank and would not go to the verify screen. The pump was opened for investigation and the display screen was observed to be cracked. Unrelated to the original complaint, the battery compartment was cracked at the case seal. The returned battery cap attached to the pump with no issues and was used to complete testing.